Event description:
Procedure performed in the cardiac catheter lab. The md began lasing with the 0.9 elca, with intent to lase a lesion in the rca. The wire had inadvertently gone into a branch of the rca and a small perforation of the vessel wall was noted. The md pulled back the catheter and wire and reinserted them, lased the rca, balloon and stented both the dissection and the rca. An echo was performed and the perforation was contained successfully. The pt recovered and was discharged home with no reported deficits. The device was not retained for return analysis by the hospital. Several, unsuccessful attempts were made to obtain further device info.